Manufacturer narrative:
Section a4: patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. The cause of death was stroke and multisystem organ failure. Whether the outcome was device or therapy related was not provided by the customer.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. Heartmate 3 lvas, serial number (B)(6), has not been returned for evaluation as of 11nov2025. If the device is returned later, this file will be reopened to evaluate the device. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including multiple types of organ failure and dysfunction, stroke, and death, that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.